Event description:
It was reported that the device exhibited a 5¿10 second delay when using the sleep/wake button, while blood glucose readings and therapy were unaffected and the user declined replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alerts or alarms, and no medical intervention. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a noncritical responsiveness delay of the sleep/wake control without impact to glycemic control or system function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a nonconforming user-interface response that does not affect clinical performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.